Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging that his onetouch verio iq meter was displaying an error 4 message. The following complaint was classified based on information obtained from the customer service representative (csr). The patient alleged that the issue began on (B)(6) 2012 at 2:05pm. The patient manages his diabetes with insulin (self adjuster); however, according to the csr's documentation, the patient denied taking any action in response to the alleged meter issue and immediately afterwards, the patient reportedly developed a headache. The patient denied receiving any form of medical intervention after the alleged issue occurred. During troubleshooting, the csr verified the patient was using the subject meter for the first time, he was using the proper testing technique per owner's booklet recommendation, he was testing with the correct test strips, and the test strips completely drew in his blood sample. However, the alleged meter issue remains unresolved. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported because, the alleged issue remains unresolved. There is no evidence, however, that the patient suffered a serious injury because of the alleged issue. The patient's reported symptom of headache does not meet lifescan's criteria for a serious injury. The patient also denied receiving treatment as a result of the alleged issue.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.